Event description:
It was reported that when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, black foreign matter was found on the inner wall of the blood collection tube prior to use. One tube affected. No patient impact or injury reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.6 investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 100 retained samples were taken and visually inspected, and no fm was found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.